Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while drilling, the tip of the drill bit broke. It is unknown if the broken pieces were removed completely from the patients body. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product codes and common device names: hsz ¿ instr surgical orthopedic pneumatic, accessories/attachment. Gfa ¿ blade, saw, general and plastic. Gff ¿ burr, surgical, general and plastic. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. We are not able to determine the exact cause of this occurrence. Nevertheless, a manufacturing related condition can be excluded. It is possible that high applied forces caused the breakage. Placeholder.